Manufacturer narrative:
Additional information: the problem was resolved with the lens exchange. Device evaluation: the lens was returned in a micro-centrifuge vial. There was clear surgical residue on the product. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -7.0 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018, the lens was exchanged for a longer lens due to low vault. Reported vault value prior to exchange was 9um, after exchange is 660um.